Manufacturer narrative:
This is a correction to the initial MDR with date of this report (B)(6) 2015. The initial MDR incorrectly stated "a review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event". A review of the manufacturing records was not performed due to a lot number not being received from the user facility.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Source documents state the filter was eventually removed along with the guidewire.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
This was a clinical study that was performed using a spider embolic protection device that was advanced into the distal graft. It ended up being pulled into the lesion and multiple attempts were made to retrieve spider filter but were unsuccessful. Multiple attempts were made to get additional information without success.